Event description:
Pump is asking for pass code. Patient didn't charge batteries. Sn (B)(4) no other information known. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did the patient have a backup device they were able to switch to? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.